Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -4.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting; significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was exchanged with a shorter length lens and the problem was resolved. Postoperative notes indicated the patient had very slight corneal edema; but it was clarified this was a normal postop condition and the patient is okay. The cause of the event was reported as the device.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found optic deformed, haptic deformed, and haptic stretched out on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).